Event description:
Patient was implanted with locking compression plate and screw construct on (B)(6) 2011 following an injury on (B)(6) 2011. Patient had residual post operative pain due to 4.0mm cannulated screw which broke post operative. Patient was returned to the or on (B)(6) 2012 for removal of hardware and revision with 4.0mm cannulated short thread and long thread screws with washers. This is the first of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. No conclusion could be drawn as device was not returned.